Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, the reported issue was duplicated through pump power on. The reported issue was caused by error code 45639, which signals a faulty the printed wiring assembly board (pwa). The printed wiring assembly board (pwa) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for error alarm. During physical inspection, it was found that there was error code 45639. There was no reported patient involvement.